Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most likely cause of the malfunction was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the olympus autoclavable camera head without a reported complaint. Evaluation revealed a failed water leak test. No patients were involved.